Event description:
Caller states the patient tested 112 mg/dl on the inform system and 52 mg/dl on a lab drawn within 10 minutes. No action taken on device result. No adverse event reported. Requested return of suspect system, however strips are unavailable for return.